Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer was unable to recover the bin, as it would not lock during recovery. The hardware test application was loaded, and the refrigerator functioned properly. All bins and the door lock were opened and closed successfully, indicating the issue lies within the pyxis application. Helmer bin 1 was found open but not closing and could not be recovered. Troubleshooting identified the interface and relay access controller (iracs) as the root cause, which were replaced to resolve the issue. The customer tested the system afterward and confirmed proper functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door did not lock, and a refrigerator failure was observed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.